Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician was able to verify the customer's reported issue. Visual inspection revealed burned pin 2 of jp4. The service technician replaced the power flex and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel pigtail is damaged and spins in circles. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
Please note that intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.